Manufacturer narrative:
Product complaint # (B)(4). Patient identifier: (B)(6). Lot number is not available. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported via the (B)(6) study, a (B)(6) year-old female (subject (B)(6)) with a history of type 2 diabetes mellitus and inferior myocardial infarction ((B)(6) 2020) presented with an acute ischemic stroke on (B)(6) 2020. Stroke symptoms included left upper limb deficiency, neglect syndrome, and somnolence. The patient subsequently underwent an endovascular mechanical thrombectomy procedure using a 5x33 embotrap ii (et007533/unknown lot #) stent retriever, 4x30 trevo (stryker) stent retriever, and 6f sofia (microvention) for contact aspiration; however, thrombectomy failure left her with an angiographic aspect similar to the one before the intervention (post-procedure nihss score 17). The patient was monitored, but her neurological condition began to deteriorate one hour later. Rescue thrombectomy and stenting was performed, along with administration of aggrastat. 24-hour post-procedure nihss score increased to 19 as the patient developed massive left hemiplegia. The patient was discharged from neurology unit on (B)(6) 2020 but remains hospitalized. It was last reported that the patient is still recovering from the neurological status deterioration. Per the principal investigator (pi), the event was life-threatening and possibly (¿reasonable possibility¿) related to the study procedure. The sponsor assessed the event as ¿no reasonable possibility but related to the procedure failure and therefore the disease under study¿. Reportedly, the case is related and expected. Additional information received indicated that on the evening of (B)(6) 2020, the (B)(6) year-old male of (B)(6) origin experienced thoracic pain related to infarction. He was taken care of by emergency medical services on evening of (B)(6) 2020 ¿when he no longer has thoracic pain¿. The patient was subsequently admitted to the cardiologic department. Electrocardiogram (ECG) revealed left ventricular ejection fraction (lvef) constituted with an inferior sequela but a good right ventricular function without pulmonary hypertension. There was no evidence of left intraventricular thrombus. While he was stable the night of (B)(6), he presented the morning of (B)(6) 2020 (around 8 am) with ¿vigilance disorder associated with left hemiparesis¿. He did not have any sensory-motor deficits; ¿there is a discreet ataxia of the left upper limb, no neglect, no extinction, no homonymous lateral hemianopsia¿. Nihss score was 1. Magnetic resonance imaging (MRI) of the brain demonstrated a right sylvian infarction. ¿cerebral MRI is controlled due to the patient improvement. It shows small ischemic lesions in sylvian territory straight, punctiform, little-spaced. These lesions are not visible on the flair sequence, but there are clear signs of circulatory slowdown. There is no leukopathy or another ischemic sequela. In t2, there is no visible bleeding. No thrombus is seen on the t2 sequence. On the angio rmi, the vessels of the neck are permeable. However, there is an occlusion of the m1 right segment.¿ thrombolytic treatment was contraindicated due to heavy anti-thrombotic treatment (kardegic, ticagrelor and arixtra). The patient was randomized into the thrombectomy arm of the (B)(6) trial which is aimed to evaluate the benefit of thrombectomy in patients with pauci-symptomatic proximal occlusion. Arteriogram confirmed the occlusion of the m1 segment of the middle cerebral artery (mca), ¿but with normal opacification of a first temporal branch to the origin of m1¿. The procedure was considered difficult and despite several passes with the stent (unspecified); ¿there is always an aspect of stenosis which may be related to a clot partially recanalized by the passage of the stent¿. The suspected origin of embolism was cardioembolic given the very recent myocardial infarction. It was stated that ¿the possibility of an underlying intracranial stenosis in this patient of asian origin and diabetic was considered due to the difficulty of crossing the thrombus intracranially. However, the angio rmi sequences demonstrate no other intracranial stenosing lesion.¿ it was decided to stop the procedure as the patient was pauci-symptomatic. One hour later, the patient¿s clinical state quickly deteriorated with heavy left hemiplegia. The patient returned to the operating room for a second attempt of thrombectomy under general anesthesia. During the procedure, it was difficult to pass the occlusion. Finally, after several attempts, the stent (unspecified) could be deployed allowing a discreet opacification of the anterior branch of the sylvian, but the lower branch remained occluded. The procedure was stopped. Bolus injection of aggrastat was administered during the procedure. Doppler ultrasound of the supra-aortic trunks revealed the following: ¿on the origin of the right internal carotid artery, an atherosclerotic plaque calcified at the level of the wall, hypoechoic in contact with light, about 3.5 mm thick, of regular outline, non-stenotic. On the origin of the left internal carotid artery, non-significant atheromatous parietal infiltration.¿ the ECG was in regular sinus rhythm. The patient continued with ¿very heavy left hemiplegia associated with a sensitive extinction and a homonymous lateral hemianopsia as well as an anosognosia¿. There was also ¿probable inhalation pneumonia with a focus of crackles on the right base and a crp at 65 mg at the exit¿ which required the introduction of augmentin. It was further stated: ¿significant worsening after thrombectomy with placement of a m1 stent right secondarily occluded. Pursuit of a double anti-platelet aggregation mainly for coronary aim. Therapeutically, the brilique initially introduced was switched by plavix. This treatment was interrupted on (B)(6) without an initial loading dose and mainly due to the coronary risk since the stent is not permeable. It will be useful to discuss with the cardiologists either to carry out a resistance test to plavix, or to return to brilique if necessary, in case of resistance.¿ the patient was discharged on (B)(6) 2020 ¿to be taken care of in a clinic¿. The device has not been returned for analysis and therefore no further investigation can be performed at this time. The lot number is not known; therefore, a device history record review cannot be completed. Neurological deterioration is a well-known extensively documented potential complication of acute ischemic stroke cases despite endovascular mechanical thrombectomy. The embotrap ii revascularization device is intended to be used to restore blood flow in patients experiencing an acute ischemic stroke due to a large vessel neurovascular occlusion. The root cause of the neurological deterioration post-procedure cannot be determined based on the information available for review; however, patient and procedural factors, including the baseline stroke, comorbidities, and clot burden/vessel characteristics, may have contributed with no indication of a device deficiency. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
As reported via the (B)(6) study, a (B)(6) year-old female (subject (B)(6)) with a history of type 2 diabetes mellitus and inferior myocardial infarction ((B)(6) 2020) presented with an acute ischemic stroke on (B)(6) 2020. Stroke symptoms included left upper limb deficiency, neglect syndrome, and somnolence. The patient subsequently underwent an endovascular mechanical thrombectomy procedure using a 5x33 embotrap ii (et007533/unknown lot #) stent retriever, 4x30 trevo (stryker) stent retriever, and 6f sofia (microvention) for contact aspiration; however, thrombectomy failure left her with an angiographic aspect similar to the one before the intervention (post-procedure nihss score 17). The patient was monitored, but her neurological condition began to deteriorate one hour later. Rescue thrombectomy and stenting was performed, along with administration of aggrastat. 24-hour post-procedure nihss score increased to 19 as the patient developed massive left hemiplegia. The patient was discharged from neurology unit on (B)(6) 2020 but remains hospitalized. It was last reported that the patient is still recovering from the neurological status deterioration. Per the principal investigator (pi), the event was life-threatening and possibly (¿reasonable possibility¿) related to the study procedure. The sponsor assessed the event as ¿no reasonable possibility but related to the procedure failure and therefore the disease under study¿. Reportedly, the case is related and expected. Additional information received indicated that on the evening of (B)(6) 2020, the (B)(6) year-old male of (B)(6) origin experienced thoracic pain related to infarction. He was taken care of by emergency medical services on evening of (B)(6) 2020 ¿when he no longer has thoracic pain¿. The patient was subsequently admitted to the cardiologic department. Electrocardiogram (ECG) revealed left ventricular ejection fraction (lvef) constituted with an inferior sequela but a good right ventricular function without pulmonary hypertension. There was no evidence of left intraventricular thrombus. While he was stable the night of (B)(6), he presented the morning of (B)(6) 2020 (around 8 am) with ¿vigilance disorder associated with left hemiparesis¿. He did not have any sensory-motor deficits; ¿there is a discreet ataxia of the left upper limb, no neglect, no extinction, no homonymous lateral hemianopsia¿. Nihss score was 1. Magnetic resonance imaging (MRI) of the brain demonstrated a right sylvian infarction. ¿cerebral MRI is controlled due to the patient improvement. It shows small ischemic lesions in sylvian territory straight, punctiform, little-spaced. These lesions are not visible on the flair sequence, but there are clear signs of circulatory slowdown. There is no leukopathy or another ischemic sequela. In t2, there is no visible bleeding. No thrombus is seen on the t2 sequence. On the angio rmi, the vessels of the neck are permeable. However, there is an occlusion of the m1 right segment.¿ thrombolytic treatment was contraindicated due to heavy anti-thrombotic treatment (kardegic, ticagrelor and arixtra). The patient was randomized into the thrombectomy arm of the (B)(6) trial which is aimed to evaluate the benefit of thrombectomy in patients with pauci-symptomatic proximal occlusion. Arteriogram confirmed the occlusion of the m1 segment of the middle cerebral artery (mca), ¿but with normal opacification of a first temporal branch to the origin of m1¿. The procedure was considered difficult and despite several passes with the stent (unspecified); ¿there is always an aspect of stenosis which may be related to a clot partially recanalized by the passage of the stent¿. The suspected origin of embolism was cardioembolic given the very recent myocardial infarction. It was stated that ¿the possibility of an underlying intracranial stenosis in this patient of asian origin and diabetic was considered due to the difficulty of crossing the thrombus intracranially. However, the angio rmi sequences demonstrate no other intracranial stenosing lesion.¿ it was decided to stop the procedure as the patient was pauci-symptomatic. One hour later, the patient¿s clinical state quickly deteriorated with heavy left hemiplegia. The patient returned to the operating room for a second attempt of thrombectomy under general anesthesia. During the procedure, it was difficult to pass the occlusion. Finally, after several attempts, the stent (unspecified) could be deployed allowing a discreet opacification of the anterior branch of the sylvian, but the lower branch remained occluded. The procedure was stopped. Bolus injection of aggrastat was administered during the procedure. Doppler ultrasound of the supra-aortic trunks revealed the following: ¿on the origin of the right internal carotid artery, an atherosclerotic plaque calcified at the level of the wall, hypoechoic in contact with light, about 3.5 mm thick, of regular outline, non-stenotic. On the origin of the left internal carotid artery, non-significant atheromatous parietal infiltration.¿ the ECG was in regular sinus rhythm. The patient continued with ¿very heavy left hemiplegia associated with a sensitive extinction and a homonymous lateral hemianopsia as well as an anosognosia¿. There was also ¿probable inhalation pneumonia with a focus of crackles on the right base and a crp at 65 mg at the exit¿ which required the introduction of augmentin. It was further stated: ¿significant worsening after thrombectomy with placement of a m1 stent right secondarily occluded. Pursuit of a double anti-platelet aggregation mainly for coronary aim. Therapeutically, the brilique initially introduced was switched by plavix. This treatment was interrupted on (B)(6) without an initial loading dose and mainly due to the coronary risk since the stent is not permeable. It will be useful to discuss with the cardiologists either to carry out a resistance test to plavix, or to return to brilique if necessary, in case of resistance.¿ the patient was discharged on (B)(6) 2020 ¿to be taken care of in a clinic¿.

Manufacturer narrative:
Product complaint #(B)(4). Updated sections: b5, g4, g7, h2 and h10. The purpose of this MDR is to include the additional event information received on 5/11/2020. The additional event information resulted in a change in the reportability of this complaint. Since the investigator felt that the event was not related to the device, the event no longer meets MDR reporting criteria. No further reports will be forthcoming. Section b5: based on the additional information received, the study investigator responded that the event was not related to any device but rather to the physical health of the patient. First trial was made with ¿sr¿ and after with the embotrap, but the procedure was not successful. No further information was provided.